Event description:
It was reported that this pacemaker exhibited a device inefficiency due to low battery. As of this time, this pacemaker remains in service. No adverse patient effects were reported.